Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) has had lots of problems since it was implanted and that it had migrated to under their shoulder and had to be repositioned. Follow-up was conducted with the clinic and from the information obtained it was reported that there was pain and shifting at the ICD site with movement limitations. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.